Event description:
Multiple concerns have been identified with the ambit pump. On going issues with "cass" error alarm, cassettes not fully snapping into the cap, and nurse unable to enter password to operate. Other device concerns identified by the team include: pump must be zeroed before each set-up, does not come zeroed from the manufacturer. Limited alarm features: it only alarms when the top cap is ½ way off. If bolus programming is idle for 2 minutes, it must be reprogrammed. The following are design suggestions: include additional safeguards (e.g., pump should alarm if top cap is opened or when tubing is kinked-the pump will continue to push medication even if all the tabs of the cassette are not pushed in or tubing kinked.) Larger screen-pump is easy to miss-program due to small screen on device. The line connection is not a standard connection-this causes problems if they must use another vendor (e.g., leaking of medication) and creates an infection risk for the patient. More environmentally friendly-pump is disposed of by patient at home. Can the devices be returned for recycling?